Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item #: 163668, item name: cocr femoral head, lot #: 0000716267, item #: 131352, item name: ringloc acetabular shell , lot #: 2902081, item #: xl-053252, item name: ringloc-x arcom liner, lot #: 3306130, item #: 66017569, item name: palacos bone cement, lot #: 78804375. Complaint was reported from (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01731.

Event description:
It was reported that patient is experiencing pain and trochanter bursitis approximately two years post-implantation requiring a steroid injection. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. X-ray review by radiologist notes evidence of minimal enthesopathic change at the greater trochanter on all submitted images, most likely secondary to gluteus medius tendinosis. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.